Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert while attempting to deliver a bolus. The customer reported that it was possible that had exited out of the confirmation screen of the bolus and had remained in the bolus screen for more than 90 seconds. During troubleshooting with tandem technical services (cts), cts reminded the customer on the meaning of the incomplete bolus alert. The customer's blood glucose (bg) level was 293 mg/dl at the time of the reported event. The customer delivered a bolus to address bg level. The customer reported the cause of the high blood glucose level was unknown. The customer declined further troubleshoot.